Event description:
The customer contacted stryker to report that their device shut off whenever it is moved or tilted. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was due to loose battery pins. The battery pins were replaced and tightly secured. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.